Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient made a bagel to bring his sugar up and suddenly blacked out and asked his wife to call the ambulance. It was not specified nor clarified what symptoms the patient experienced at that time nor the patient did not remember what his egv was at that time. He also did not check his bg. The patient was then taken to the hospital by paramedics where he was diagnosed with low glucose. The bg was not specified nor clarified. The egv at that time was also not documented. The patient was hospitalized until (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.